Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during the lumbosacral arthrodesis procedure on (B)(6) 2022, at the time of passing the schanz screws it becomes stuck in the t. The screw has to be removed and another screw was used. Procedure was completed with a thirty minute delay. There was no patient consequence. This report is for a 6.2mm titanium (ti) schanz screw. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 496.721. Lot: 73p8484. Manufacturing site: raron. Release to warehouse date: november 3, 2020. A manufacturing record evaluation was performed for the finished device 496.721, lot: 73p8484 and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that transpedschanzscr ø6.2 l180/35 tan dblue was stuck with its mating device the t-handle f/steinm-pins+schanzscr. No other issues were identified. A dimensional inspection was not performed for the transpedschanzscr ø6.2 l180/35 tan dblue due the piece being stuck with its mating device. The observed condition of the sample was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed on the complaint device with the returned mating piece t-handle f/steinm-pins+schanzscr. Both devices remained stuck despite attempts to disassembled them. The misassembled condition of the device could have caused the device interaction issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the transpedschanzscr ø6.2 l180/35 tan dblue would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.